Event description:
It was reported that a new ilet user experienced postprandial hyperglycemia to 300 mg/dl for approximately 3 to 4 hours on the first day of use, after announcing a meal, with subsequent return to 140 mg/dl; the device did not alert for prolonged levels above 300 mg/dl, and the user employed backup therapy. Symptoms included mild nausea. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia in the context of early therapy initiation and automated correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.